Manufacturer narrative:
(B)(6). H.6 investigation summary: bd received 1 sample and 3 photos for investigation. The sample and photos were examined and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use the bd vacutainer® edta 2k had foreign matter in the tube. There was no report of patient impact.